Event description:
It was reported that at the end of a da vinci prostatectomy procedure, the pulley on the bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported failure mode, with following clarification: the drive cable is damaged at the pulley. One grip close cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the same frayed grip close cable is derailed at the distal idler pulley. The grips can still open and close; however, movement may not be precise. Engineering concluded that derailment of the cable is likely due to the cable losing contact with the pulley during wrist articulation and likely contributed to the fraying. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.